Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation causing a return of tremor symptoms. The physician assessed that the lead was placed in the wrong location when initially implanted. The patient underwent a revision procedure where the lead was replaced. The patient was doing well postoperatively. The explanted device was disposed at the medical facility and was not returned.